Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer reporting that after clearing the data on the handset the issue did resolve.

Event description:
Information was received from a patient and their representative regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that it was taking up to 10 minutes to get a bolus. The caller stated that it wasn't that slow when they started. The agent walked the caller through clearing the data on the handset. The caller mentioned that the patient got 6 boluses per day because the protocols for how much pain medicine they could give the patient were so small. They gave them the boluses so that the medication could then count with the other part so they could jump them higher. The agent reviewed the flow rate with the caller. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: event date is asked/unknown. Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh90t01, serial# unknown, product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.